Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The initial size of the pneumothorax was large. The patient was still intubated when the hypoxia and hypotension occurred. The patient was on positive pressure ventilation and the positive end expiratory pressure (peep) was weaned to zero. Emergency angio catheter was placed to relieve the tension pneumothorax. The target lesion was in the right middle lobe, about 8 millimeters in size, and located 4 centimeters away from the pleura. The procedure was completed as planned with no delays. The patient was discharged less than 24 hours after the procedure and is reported to be doing well. The physician believed that the adverse event was not ion related, but rather was attributed to the use of cryobiopsy. There was no device issue or malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. A follow up MDR will be submitted if additional information is received. A system log review cannot be performed because the system logs are not available at this time.